Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n105087, implanted: (B)(6) 2007, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported that the patient had several instances of infection or urinary tract infection (uti) and noticed a return of spasticity. This resulted in a hospital visit on (B)(6) 2014. The patient was reportedly prone to infection, especially uti ¿because he uses a catheter¿. The most recent hospitalization was ¿the worst¿; at 3:00 pm, the patient noticed stiffness, and by midnight they were curled up in a ball with spasticity. That had never happened to the patient before and once the patient had antibiotics "pumped" in, they reportedly went back to normal. The patient was looking for a document to show how having an infection, like a uti, could affect the baclofen therapy. The patient¿s dose had doubled because their condition was not getting better. The pump system was being used to infuse lioresal, and had been infusing clonidine until the last refill on (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. [Please refer to manufacturer's report # 3004209178-2014-18512 for information regarding previous infection and hospitalization]

Event description:
It was later reported that the patient had a uti.